Event description:
It was reported that due to a disconnected pressure hose on the back of the machine a ventilator failure occurred. No injury reported.

Manufacturer narrative:
It was reported that the ventilator failure was caused by a disconnected pressure hose. It can be assumed that the silicone hose on the interface panel on the back of the device normally connected with the cosy got disconnected e.g. By moving the device or the cosy. It is also possible that someone got caught on the hose during handling and pulled it off the nozzle. The reported ventilator failure can be explained by disconnection of this pressure hose as the required pressure for ventilation in this case is no longer build up. The device reacted to the situation as specified by posting a corresponding "vent fail" alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. Finally, it can be concluded that the reported issue was not caused by a device malfunction but by a handling issue which has led to disconnection of the pressure hose. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.